Manufacturer narrative:
(B)(4). Upon review it was discovered that this product is not sold in the us; therefore, the initial MDR submitted on 01-may-2023 should be retracted. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found cuff leakage when using on patient. Then changed new one, no impact on patient."

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found cuff leakage when using on patient. Then changed new one, no impact on patient."